Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. The evaluation found the following: 1.) Video connector cracked. 2.) Cable twisted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿no image¿ was not duplicated. It was surmised that an image was not displayed temporarily because water entered from the cracks on the connector and destroyed electrical circuits temporarily. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.